Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported during the procedure the 35os trocar would not maintain pneumoperitoneum. Another 35os trocar was used to complete the case. The original trocar was thrown away. There was no consequence to the pt.